Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt underwent a pocket revision surgery. The ipg was at a lateral angle in the pocket site. The pocket site was moved and the ipg was straightened in the pocket. The pt is reportedly doing well after revision.